Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- medical device problem code, of the initial medwatch report stated: blank medical device problem code, of the initial medwatch report should have stated: 1183 (no display/image) new information for supplemental medwatch report 001 -- the device was evaluated by ventec where the reported issue of a black lcd touchscreen was confirmed. Ventec replaced the lcd cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the lcd cable.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that the device's display was black. There was no patient involvement.